Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The alleged image flickering problem was not confirmed. The device evaluation found that the video scope connector pins had deep scratches, dents and a worn-out cable, image distortion due to a bad charged coupled device, and a faded label on the rear cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head image flickered and temporarily disappeared. The issue was found during a reprocessing event. There were no reports of patient involvement.